Event description:
Customer reports 12-13 instances of leaking filters at the air vent on their extension sets over the last two weeks. The leaks have occurred both while priming under the hood in pharmacy, and on the nicu while giving tpn and lipids. The extension sets are being used with b braun tubing and devices. No patient harm has been reported, however it has caused delay in therapy as the entire set-up must be replaced.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
.